Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mmk371, and no non-conformances were identified. Additional investigation summary: one empty opened foil of product code j840, lot mmk371 was received for analysis. As the needle was not returned for evaluation, we are unable to investigate further to the issue of ¿that during an unknown l&d procedure, vicryl needle broke off in patient". The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date of index surgical procedure. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? Where is the device fragment located/in what structure? Date of re-operation. Product code and lot number. If applicable, will product be returned, return date, tracking information. What is the patient¿s current status?

Event description:
It was reported that the patient underwent labor and delivery procedure on an unknown date and suture was used. During the procedure, the needle broke off in patient. The needle fragment could not be located. It was reported that x-ray was performed. The patient was being brought back to or to remove the needle from the vagina. Additional information has been requested.